Event description:
The pt no longer responded to sound after hitting their head over the implant site. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery is scheduled in 2000.